Event description:
The micro oscillating saw was sent for evaluation because it was running on its own. No further information has been provided by the account.

Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.